Event description:
This lv lead was implanted on (B)(6) 2018 and remains implanted at this time. A call placed to technical services on (B)(6) 2018 noted that the patient received two inappropriate shocks during a colonoscopy procedure. The patient had 12 seconds of asystole due to electromagnetic interference from this lv lead. The following physician was (B)(6). Information of the hospital was not noted. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)